Event description:
It was reported that dr. (B)(6) said there was not a specific event. He revised this tibia 2 yrs ago did not stem it. He said that the knee was put in too tight and that caused the previous cobalt chrome cement to fail and loosen the baseplate implant. Femur and patella looked great and he took loosen tibia out and replaced with a stemmed tibia and new x3 insert. Dr. (B)(6) was very pleased with the outcome.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.